Manufacturer narrative:
(B)(4). Anti-reflux valve detachment conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1110621, batch j1113135. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00273. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a pancreatoduodenectomy procedure on (B)(6) 2012 and a drain was placed. On (B)(6) 2012, it was found that the anti reflux valve of the reservoir was detached and had fallen into the reservoir. The reservoir was replaced with another like device which worked normally. There were no adverse patient consequences. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve was detached. Also, the valve was covered and blocked with blood clots.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.